Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during the investigation, cracks were discovered in the piston.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: twenty-two mz1000 china samples were received without packaging for investigation; residual fluid was present in some of the maxzero. The customer reported that the affected samples were from lot 24115429 and 25017218. During the investigation of pr 13243300, tears on the piston of some of the returned samples were identified; therefore a new complaint was opened under pr (B)(4). Visual inspection of the returned samples did not identify any cracks on the maxzero housing, however on eighteen of the returned samples a small tear was visible on the piston. The returned samples were subjected to pressure testing; however no leakage was observed from the maxzero throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Given that the tear locations on the piston correspond to the area where a male luer would connect, it is likely that the damage was generated by flash or features from the connecting product used by the customer; however no connecting product was returned for investigation and therefore this could not be conclusively determined. A review of the production records for lot 24115429 and 25017218 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz1000 china product over the past 12 months.